Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that there were two alarms that occurred prior to the event. It was indicated that the customer gave a manual injection to treat hbg, but used the same insulin vial. The customer did not attempt to change out the set and site. It was also stated that the cannula was bent when the set was removed. Futhermore, the programming was accurate and the pump passed the functional tests. The customer was instructed to follow the two hbg rule.